Manufacturer narrative:
This report is submitted on march 08, 2022.

Event description:
Per the clinic, the patient developed an infection at the abutment site. Additional information has been requested but has not been made available as of the date of this report.